Manufacturer narrative:
Date of death estimated. Date of event estimated. Implant date estimated. The other adverse events are submitted on a separate medwatch report number. The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature title: association of heart failure duration with clinical outcomes after transcatheter mitral valve repair for functional mitral regurgitation.

Event description:
This is filed to report death it was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, heart failure, myocardial infarction, and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "association of heart failure duration with clinical outcomes after transcatheter mitral valve repair for functional mitral regurgitation". No additional information was provided.